Event description:
It was reported by service report that the bend had no power to it when it is plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power board.